Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the hcp had received feedback that a patient had a fall and the patient now said the spinal cord stimulator battery could no longer hold a charge and the ins was damaged. Hcp did not know the date of the fall. Healthcare provider wanted to know if there was a known course of action for this type of situation. Agent reviewed potential considerations given damaged battery/possible lead damage/migration.

Manufacturer narrative:
B3: event date is not known. G2: the country of the event is ca medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.